Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No defects nor workmanship defects were detected during visual inspection. The pump was set running and the alarm was not activated, also no air line was detected. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that an air alarm was detected three times with the same lot number. The incident was noted between three and four hours of use of the product. The user observed that the filter was half full of solution (white color observed halfway). The user used a different lot number. No patient injury was reported